Manufacturer narrative:
The manufacturing records were reviewed for the lot involved and there is no indication of a related nonconformance. All process parameters were met and inspections passed successfully. The report of temperature was fluctuating was unable to be confirmed during the product evaluation. However, it could be concluded that this nonconformance is related to the error message in the swan ganz catheter. Based on the investigation conducted, the error message issue could be determined to be related to the manufacturing process. Corrective actions are being implemented in order to eliminate the cause of the non-conformity and prevent recurrence of this type of complaint.t.

Event description:
As reported, during recovery in intensive care unit (ICU), the blood temperature (bt) using this swan-ganz catheter was fluctuating. There was no error message displayed. There was no allegation of patient injury. The device was available for evaluation.

Manufacturer narrative:
The swan ganz catheter involved in this case was received by our product evaluation laboratory for a full evaluation. During the evaluation, the catheter was submerged in a 37.0c water bath and read 37.2c on the hemosphere monitor. However, when the catheter was connected to the hemosphere monitor, "fault: co- catheter verification, use bolus mode" error massage was displayed and stopped continuous cardiac output (cco) monitoring. Lab patient cco cable passed patient cco cable test. Thermistor and thermal filament circuit was continuous, there were no open or intermittent conditions. No visible inconsistencies were observed on the eeprom data. Both thermistor and thermal filament connectors were opened and found no visible inconsistencies. Resistance value of thermal filament circuit was measured 39.07 ohms at 37 c being within specifications. Diagnostic logs were extracted, which showed r0 estimate, r0andeepromr0delta, r0 eeprom r0 and catheterserialnumber. All through lumens were patent without any leakage or occlusion. The balloon inflated clear, concentric and remained inflated for more than 5 minutes without leakage. Lab findings were not aligned with the customers video, which showed that the temperature was fluctuating. No other visible damage or abnormality was observed on the catheter body, balloon or returned syringe.